Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having discomfort at the implantable pulse generator (ipg) site. The patient underwent an ipg replacement procedure wherein the pocket site was moved. The patient was doing well postoperatively and the explanted ipg was not returned.